Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received four inappropriate treatments. The device was started up at 08:24:05 on (B)(6) 2025. At 05:27:32 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole. Between 05:28:44 and 05:30:13, the patient received four inappropriate treatments. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The rhythm at the time of each treatment was asystole, which is a non-life sustaining rhythm. Post shock rhythm continued to be asystole, which is a non-life sustaining rhythm. The electrode belt was disconnected at 05:30:35 on (B)(6) 2025.